Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the right device was never received. The device was originally received as the right-sided device, but mentor figured out today that it was actually the left-sided device. Please disregard the investigation for the right side on previous report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 425 cc silicone breast implants which bilaterally has issue with capsular contracture after implantation. Right side had baker grade IV and left side had baker grade iii. As a result patient had just the right side removed and replaced with catalog number 3504251bc, serial number (B)(4) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device received on 10/30/2019. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).